Event description:
The device fell apart in the patient's artery. The arm had to be opened and the fractured device removed. The patient needed a left brachial artery cutdown with primary repair and removal of fractured balloon and wire combination wrap. The patient was discharged to home with no further complications to follow-up in surgeon's office.